Event description:
It was reported that during a normal device replacement, an insulation anomaly was observed on both the rv and ra leads. The issue was addressed with silicon oil, and the leads remain implanted. The patient will be monitored remotely.